Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that after a microsensor (ID: (B)(4) was placed, the numerical value of 3 mm without any issue. After 4 hours, the numerical value increased to 30 mm, and after that, the numerical value increased to 80 mm however, no change in the patient's condition, therefore, the sensor was removed. It is unknown if the patient experienced any signs and symptoms due to sensor failure. The sensor was not replaced.

Manufacturer narrative:
Microsensor (ID 826631) was returned for evaluation. Device history record (DHR) - the product for lot 6773906 (sn (B)(6) met specifications when released. Failure analysis - catheter mashed 44.2 cm from connector. Icp express read 499. The device passed electronic, noise, linearity/hysteresis and signal drift tests. Root cause analysis - the reported complaint could not be confirmed as device worked correctly. The possible root cause for this issue reported by the customer could be due to incorrect set of device.

Event description:
N/a.